Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated at 12atm, however it decompressed right before reaching 12atm and the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure. It was further reported that the target lesion was located in the mildly tortuous and partially calcified coronary artery. The balloon was inflated several times within 12atm and with a duration of 10 seconds for each inflation.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated at 12atm, however it decompressed right before reaching 12atm and the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure. It was further reported that the target lesion was located in the mildly tortuous and partially calcified coronary artery. The balloon was inflated several times within 12atm and with a duration of 10 seconds for each inflation.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a partial balloon circumferential tear located at the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification a visual and tactile examination found the hypotube to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device, possibly when crossing the lesion. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated at 12atm, however it decompressed right before reaching 12atm and the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.